Event description:
Facility reported that the inection port went into tubing when using plastic blunt cannula to inject an anesthetic drug. Reportedly, the pt involved in this incident needed to have c-section done, however, pt was going to have "rapid sequential intubation" done since epidural did not work. Contact stated that the injection port got occluded tubing, after the nurse anesthetist finished injecting the drug and as he was removing the syringe. Contact thinks that propofol was being administered to pt. Contact reported that during tubing change, cricoid pressure was being applied to prevent pt from vomiting and the pt was being bagged, as at this point in time pt was not breathing on their own. Contact stated that the pt was not intubated at the time of the reported condition. Contact relayed that no further details can be obtained regarding this case because the nurse anesthetist involved in this situation was a "traveler." Contact reiterated that when the tubing was changed, the pt was fine and there was no adverse outcome.